Event description:
This is report 2 of 2 for (B)(4). It was reported that during a total knee arthroplasty (tka) surgery, the robotic-assisted solution saw interface (right) was loose at the handpiece connection, which caused excessive toggle. An inaccurate femoral bone cut occurred using the robotic-assisted solution satellite station device and may have been due to the loose saw interface. The posterior cut was redone. There was a ten-minute delay to the surgery. The surgery was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.